Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported providing a letter of recommendation indicating the patient needs to have a proper evaluation by an orthodontic specialist. The patient also marked true for pain level of 8, discomfort and sensitivity on the initial support form. The patient mentioned that their gums are swollen as well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.